Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated the set screw was found in the connector bore. Analysis was performed and no anomalies were found.

Event description:
It was reported that the implantable pulse generator (ipg) was attempted, not implanted because the lead could not fit all of the way into the end of the header. The setscrew could not be tightened down to retain pacing. The physician tried multiple times and a different device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.